Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. An aneurx cuff extension was placed in the ipsilateral limb to obtain seal, and a wallstent was placed in the contralateral limb to improve blood flow.